Manufacturer narrative:
Investigation summary: since no samples and photos displaying the reported condition were received no defects can be confirmed. No lot number was provided a device history review could not be performed. Root cause could not be determined as there is no sample returned for investigation. During outgoing inspection, there was no abnormality observed during visual inspection. For the duration of the last 12 months, there was no quality notification raised for a similar non-conformance. There was no quality notification was raised for a similar non ¿ conformance for the past one year.

Event description:
It was reported that the needle eclipse 25x1-1/2 rb bns experienced hub separation during use.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the needle eclipse 25x1-1/2 rb bns experienced hub separation during use.